Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced, or returned for analysis.

Event description:
Medtronic received information regarding an imaging system being used for a spinal fusion procedure. It was reported that the site was unable to transfer exams during a procedure. Three transfer attempts were made before the site tried to manually transfer the exams, without result. The site was able to successfully transfer the exams using an alternate imaging system. It was noted that the original scan did not have a navigation tag. The manufacturer representative provided the site with further education regarding the transfer of exams. Surgery was completed with a delay of 25 ¿ 30 minutes, with no reported impact on patient outcome.